Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the inventory in the station had not been showing correctly on the es server or in logistics. A technical support specialist dialed in to the station, identified a ghost pocket caused by hardware failure, requested the customer to unload medications, executed the required purge and recovery scripts on both the station and server, cleared storage spaces to remove the ghost pocket, restarted datasync and maintenance services, adjusted the server change tracking settings, removed the retry mode, performed a full sync, and verified that inventory successfully synced from the station to the es server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, inventory counts in the station had not been showing correctly on the es server/logistics. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, inventory counts in the station had not been showing correctly on the es server/logistics. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.